Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of the transmission revealed that the implantable cardioverter defibrillator was detecting non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient did not receive inappropriate therapy during the oversensing. Programming suggestions were relayed to the patient¿s physician. The patient presented in clinic on (B)(6) 2018. Programming changes were made. The patient was stable throughout.